Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 165 mg/dl. The customer stated that they were trying to program info into the insulin pump and the numbers kept scrolling up, nonstop. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the escape button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window, cracked belt clip slot and cracked reservoir tube lip.